Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor's cannula was fractured while in the customer's body. The sensor had not connected so the customer removed the sensor and found the cannula had broken off. The sensor was left into two pieces. The sensor cannula is no longer in the customer's body. The customer could not recall any significant events leading to the damage. The customer's blood glucose level was unknown. The customer will return the sensor for analysis.